Event description:
It was reported that during the use of the product the customer maxed out the peep (positive end expiratory pressure) setting, but the actual value reached 12-14 cmh2o. No patient injury reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Manufacturing device history record review was not performed because manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review. A product sample was received for evaluation. Visual inspection and functional testing was performed. Visual inspection found no abnormality in the appearance of the product. Functional testing found the positive end-expiratory pressure (peep) value was slightly lower than that of the normal product when the complaint product was connected to the parapack ventilator and operated. The root cause of the reported issue could not be determined. The product sample was returned to the supplier. This issue will be monitored in an internal scar for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken.